Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the curved jaw sealer & divider, double action, while in surgery, one unit of power seal 5mm curved jaw sealer & divider would not be recognized by the machine when plugged in. The event occurred during an unspecified procedure, and it is unknown if the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported device malfunction, the device could not be recognized when plugged in, was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a device malfunction was confirmed during evaluation, the definitive root cause of the reported malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.